Event description:
The reporter indicated that unusual telemetry readings were observed. Battery voltage (.o73 v) was seen on several occasions with elevated pacing impedance (approximately 2100 ohms). Normal battery voltage (2.74 v) was also observed. Normal sensing and somewhat elevated pacing thresholds was seen. On 10/93, lead impedance was 879 ohms,.12 ms @ 4.0 v.